Event description:
It was reported that the customer experienced delayed response with touchscreen. There was no adverse impact to the customer¿s blood glucose level. Customer declined a follow-up from customer technical support at this time, and further information was not obtained; the customer is out of warranty and in the process of renewal.